Event description:
A report was received that the ipg site in the subscapular region was severe and continued to be painful postoperatively particularly with pressure. It was noted that the pain was noticeable with any arm movement that the patient started favoring the other arm and limiting the use of the arm region where the ipg was implanted. No infection was suspected. Medrol dose pack, transdermal flector patch and a compounded topical with ketamine was prescribed and applied for the pocket site but the pain was still severe. The patient will undergo a revision procedure wherein the pocket site will be relocated.

Manufacturer narrative:
.